Manufacturer narrative:
This product is not sold in us and is 510(k) exempt. This report is associated to a similar product sold in the us with 510(k) number k892432. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, the device cuff gas was leaked about two hours after intubation and the ventilator started to alarm. There was no problem after patient was re-intubated.